Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented to the emergency room after receiving multiple shocks, far-p oversensing was observed. Patient received inappropriate antitachycardia pacing therapy and inappropriate hv therapy. Lead dislodgement was noted on x-ray. Lead repositioning was unsuccessful; so the lead was explanted and replaced successfully without complications. Patient's condition was stable post-procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.